Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with implantation of an unknown mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a malignant neoplasm located in the upper inner quadrant of the left breast during an in-office visit with a medical professional. As a result, the patient underwent removal and replacement with 750cc artoura breast tissue expanders on (B)(6) 2021. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 06, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 10, 2022, mentor became aware that the patient's surgery to implant the saline implants was due to a breast augmentation. On june 13, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Two devices were received. The returned devices did not have any lot number markings and were not received with side indications. As such, the device evaluation associated with the device above is designated as device b at the present time. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-07624 for the contralateral event. Manufacturer¿s reference number: (B)(4).